Event description:
Report received of an incident involving a tubing set that burst during a contrast injection. The incident involved an adult receiving a diagnostic CT scan for abdominal pain and weight loss. The patient had a peripheral IV access with normal saline infusing. The reporter attached the medrad injector to the lower clave port on the tubing set and started the contrast infusion. Shortly after the start of the infusion of the omnivue contrast the tubing burst. The tubing burst between the lower clave port and the option-l0k. The split measured, approximately 1/4th to 1/2 inch in length. The patient received approximately 5-10 cc of the contrast. The total amount to be infused was 76cc's. The reporter could not recall whether the patient received a new tubing for the remaining contrast but stated that the scan was completed. Bleed back occurred in the tubing. There was no report of patient harm or adverse patient effects. Although requested, no additional information was provided.